Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had frozen screen, pump error alarm and stuck button error. Customer was unable to successfully clear the alarm. Customer stated that insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer stated that the screen had turned off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display, frozen screen and error 68 noted.